Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired after an implant duration of 24 days (0.80 months), the edward's valve did not cause or contribute to the patient's death.

Event description:
It was noted that the patient has expired. The cause of death is unknown. The date of patient's death and implant duration are also unknown. No further details were provided.

Manufacturer narrative:
Through additional follow up with the surgeon, the sales rep has learned that the cause of death was attributed to "refractory heart failure" and the date of death was (B) (6) 2009. It is unknown if the device was explanted or if an autopsy was performed. The implant duration was calculated to be .80 months. No customer letter was required. No additional information has been provided.

Event description:
Administered medicine, rate set on med infusion pump at 2ml/hr. Medication should have infused in 30 min, was infused in 8 min. The patient did not recieve the medication this quickly, the medication was still in the IV tubing. Volume of med administered= 1ml, IV tubing= 1.1ml.

Manufacturer narrative:
It has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The patient also had two other related events; one of the events was determined to be not reportable. Through follow up with the health care provider (via e-mail), a copy of the operative report for 2009 was received. This event was learned through follow-up of a previous event regarding this patient. Unfortunately, no further details regarding this event was learned. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's fill volume is 2200 ml. The drain volume was 4240 ml. Which meets iipv criteria. Probable cause: insufficient drain. False empty detect and use error. Clinician inappropriately set the minimum drain volume % too low. The device will be routed to the service area. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, false empty detect and use error clinician inappropriately set minimum drain volume % setting too low. The nurse will have her technician check the patient's settings. The nurse did state that the patient is doing fine with the new device. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.